Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms, and increased right atrial (ra) impedance measurements which were not out of range. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the medical intervention performed.

Event description:
Additional information received reported that the patient was brought in to the clinic for lead testing, which was noted to be normal. The shock impedance alert was increased, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 is being used to capture the medical intervention performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms, and increased right atrial (ra) impedance measurements which were not out of range. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information received reported that the patient was brought into the clinic for lead testing, which was noted to be normal. The shock impedance alert was increased, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received from the field that the system has now a non-bsc right ventricular (rv) lead and the shock impedances continue to be high, out of range. A defibrillation threshold (dft) test was suggested. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.